Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(4) medical center.

Manufacturer narrative:
Customer preformed repair.

Event description:
It was reported via repair work order that the bed exit would not set and the scale did not weight correctly due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit would not set and the scale did not weight correctly due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.